Event description:
Reporter indicated that vns pt was diagnosed with vocal cord paralysis. It was reported that the pt has experienced constant hoarseness since implant surgery and that implanting surgeon had excessively manipulated the vagus nerve during surgery. Stimulation was initiated some time after implant surgery before resolution of the hoarseness/vocal cord paralysis.